Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 281 mg/dl and 46 mg/dl. No adverse event reported. The lot number was not provided. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.